Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 5594-45 lead, implanted: (B)(6) 2004; 6944-58 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the device was at recommended replacement time (rrt) and had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.